Event description:
It was reported that the patient experienced an increase in seizures when the vns battery got low. The generator was received for analysis, which showed the device performed according to specifications. Attempts for additional relevant information have been unsuccessful to date.